Event description:
The bypass unit was making a noise that was disturbing to the surgeon and the rpm's were erratic. A part of the bypass unit was changed out before the pt went on bypass. It was found that the pump had fluid invasion and failed to show rpms. The pump was sent to the MFR for eval, but it took over a year before the MFR gave us a report regarding results. In the last 3 years since we received the sorin s5 pump system, we have noticed multiple safety issues with the device that could jeopardize pt care. Centrifugal pump drive is not sealed and allows fluid to enter the housing. Once fluid enters the housing it electrically shorts out the pump. This puts the pt in grave danger of circulatory collapse, then possibly death. There are not any warning physically on the pump, or in the manual provided by sorin, to warn of ths danger. The on and off switched on the remote centrifugal pump drives and roller pumps do not have any guards against accidental activation, potentially turning the power off to the pump. This has happened a few times in the operating room. Thanks to the competent perfusion staff, the problem was identified and corrected immediately. There is an electrical response delay when you turn the main drive dial of the centrifugal pump. As you turn the dial there is not a linear response in rpms and flow. It is very easy to create a back flow situation due to the slow electrical response of the system pressure reading as well. The pressure monitoring system is also delayed from real time, up to 2 to 3 seconds, which created a problem using a centrifugal pump when you have to depend on accurate and real the time pressures.